Manufacturer narrative:
(B)(4). Investigation results: no product at hand. The hospital is doing their own internal investigation. The product does not require batch management; a review of the device quality and manufacturing history records is not possible. Unfortunately due to a lack of data and without the product we can not determine the exact cause. According to the quality standard a material defect and production error can be excluded. Probably the "tip" used in the statement means that the instrument gk384r is used in combination with the handle gk372r. Therefore a disconnected tip means that gk384r was disconnected from gk372r. Due to the statement of the customer: "I was told that the doctor manipulated the instruments handle that might release the tip while trying to pull it out.", it appears to be a usage error. The reason for the stuck instrument could not be determined. Possibly it was caused due to an improper handling. If further investigations are required, the product should be provided for examination. Furthermore according the instruction for use (IFU) the following points must be observed: "securing the handle lock against unintentional release of the working tip / risk of injury to the patient due to intraoperative release of the working tip! Check that the working tip is securely fastened and locked" a CAPA is not necessary.

Event description:
It was reported that there was an issue with a ceramic electrode tip. L-hook electrode was used for cauterization and it got stuck and surgeon tried to pull it out. When manipulating the hook the tip got disconnected. Surgeon then tried to retrieve it with biopsy forceps. The tip was retrieved but the sharp tooth of the biopsy forcep created damage to the l-hook tip ceramic protective coating. The ceramic coating came off and an x-ray was conducted to make sure there was nothing left inside the patient. It was noted that the doctor had manipulated the instrument handle and that might release the tip while trying to pull it out. X-ray results showed that all pieces had been retrieved. An additional medical intervention was necessary (x-ray). The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
General information we received a complaint about one gk384r --> ceramic electrode tip l-hk f/gk372r.the instrument arrived in a decontaminated condition and it is available for investigation involved component gk373r inner tube w/handle for gk372r, batch number is unknown. Consequences for the patient intra-operative medical intervention was necessary --> x-ray. Investigation the investigation was carried out visually and microscopically with the digital microscope vhx-5000 keyence (eq.-nr. (B)(4)) and the digital-camera "panasonic dmc tz8". We made a visual inspection of the instrument. Here we found unknown residues. Additionally we detected a loosened ceramic body gk384200 with hook gk384202 from the adapter with guiding lug gk384201. The fracture surface shows no pores, foreign bodies or other anomalies. We detected one broken off fragment. Batch history review the traceability of articles without batch management requirement is guaranteed by the production order number, which can be traced over the production period and the corresponding customer (backtrack). In addition, the raw materials, semi-finished parts, etc. Used for the order are documented in the manufacturing history records (DHR - device history records). This ensures the traceability of the internal supply and production chain. Internal traceability is thus guaranteed. Conclusion and root cause the root cause of the problem is most probably usage related. Rationale according to the quality standard a material defect and production error can be excluded. Investigations lead to the assumption that the visible damaged ceramic electrode tip gk384r was caused by an improper handling in recovering the tip. Regarding the statement of the customer: "the surgeon retrieve the tip with biopsy forceps but the sharp tooth of the biopsy forcep created damage at the l-hook tip ceramic protective coating." Probably the deviation "tip disconnected" means the loosened ceramic body gk384200 with hook gk384202 from the adapter with guiding lug gk384201. There is also the possibility that the "tip" of the statement means that the instrument gk384r is meant in combination with gk373r. Therefore a disconnected tip means that gk384r was disconnected from gk373r. This fact is unfortunately not evident. Due to the statement of the customer: "I was told that the doctor manipulated the instruments handle that might release the tip while trying to pull it out.", it appears for an usage error. The reason for the stucked instrument could not be determine. Possibly it could caused due to an improper handling.

Event description:
No update provided.